Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; distal segment was returned and analyzed. White substance on outer insulation. Outer insulation cosmetic depression. Blood in/on helix mechanism.

Event description:
It was reported that the atrial non-defib lead had pulled back over time to cause an increasing threshold. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.